Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of excessively changing insulin pump battery and resetting time. Customer's blood glucose was unknown. During troubleshooting for unexpected restart alarm, alarm history showed a signal too low alarm, unexpected restart alarm, and low battery alarm. Customer reports that insulin pump was not stored for an extended period of time. The unexpected restart alarm was occurring during normal use. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected alarms, low battery alerts or battery type anomalies noted during testing. The insulin pump passed self-test, off no power test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop current test and run current test were in specification. The insulin pump alarmed unexpected restart during battery changes with a time/date reset due to faulty connector on interface board noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and cracked case at display window corners.